Event description:
Boston scientific received information that this left ventricular lead had fractured due to subclavian crush. A recent procedure was performed to surgically abandon and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.